Event description:
A customer called stating bun was failing qc and they were obtaining "bh" flags which indicated the most recent reagent blank or calibration failed or is expired. "Results can be erroneous and should not be reported." The customer indicated that they repeated calibrations and were still failing. Erroneous patient results were generated, but not reported.

Manufacturer narrative:
Conversations with the customer revealed the instrument started recovering additional flags when they started running enzyme and comprehensive chemistry profiles and due to this they decided to change the lamp. The new lamp restored calibration and qc recoveries to specification. The cause of the event was premature failure of the photometer lamp. The customer stated the lamp failed in 20 days on board. The lamp is common to the photometry system (ga) and could affect any or all chemistries, including critical assays. The manufacturer reference number for this event is (B)(4). Customer resolved the issue.